Event description:
Customer reported experiencing a low blood glucose event, with the lowest level recorded at 50 mg/dl. Cause was not known. The customer consumed carbohydrates as a corrective action, and it was recommended by technical support that they consult with a healthcare professional to discuss potential factors affecting their blood glucose levels. The customer understood the advice provided.